Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter installed was allegedly not draining. The patient was dehydrated, so high flow intravenous fluid was ordered and given. A bladder scan was done, the foley catheter was removed and (16) fringe inserted at which time (600cc) was drained, plus an additional (250cc) over the next few hours. The patient was given unnecessary fluids and experienced discomfort from not being able to void. The foley catheter had to be replaced. The patient experienced unnecessary urethra trauma.